Manufacturer narrative:
Reference rpt: 1221359-2021-00575. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported ten false negative binax now covid-19 ag card assays performed on multiple dates from (B)(6) 2021 through (B)(6) 2021 on direct tested nasal kitted swabs of test kit lot 43259. An additional three false negative results were obtained with an unknown lot number. This report is for lots 2 of 2. Repeat testing was performed with a new sample and a new binax now covid-19 ag card assay which generated negative results. Confirmation testing on (B)(6) 2021 on a nasopharyngeal swab with pcr generated positive results; CT values not provided. The customer stated they had some symptoms and a mild sore throat. The patient also reported they received the first dose of the moderna covid-19 vaccine on (B)(6) 2020 and the second dose was administered on (B)(6) 2021. The patient also reported they were self-treating with a daily vitamin d dose. No additional patient information was provided. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable